Event description:
ECG documented micro-voltage and micro-ampere leakage noted when stryker se5 shaver handpieces were used during intra-articular arthroscopy at various sites. The rough ECG trace was 120 or 240 cycle spikes of approx 65 mv. The spikes are of genuine concern for anyone with implanted devices, but of most concern to pts with aicd implants.